Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found only a connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot. Electrical testing found internal shorts between conductors due to the twisted coils consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.